Manufacturer narrative:
A3b: gender: requested, not provided, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: interventional radiology. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the issue occurred in the interventional radiology (ir) department during a visceral angiogram. A leg angiogram was performed post procedure. The physician described difficulty when advancing the involved angio-seal through the sheath just before the two device caps come together. That doctor stated it was smooth up until that point. He was able to use ultrasound to confirm that the anchor was still inside the sheath. Therefore, everything was pulled everything out and manual pressure was held. There was no harm to the patient. There was no blood loss. The patient left the lab in stable condition. The event occurred intra-operative. The reported event did not result in patient injury and no surgical intervention was required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 15 feb 2024: no equipment or other devices were used with the involved angio-seal device. There was no difficulty in inserting the locator into the hub. The user succeeded in mating the locator and hub. There was audible click on mating.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).